Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 28x2.50mm, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following predilatation with a 2.00x12mm maverick balloon which resulted in 75% residual stenosis, a 2.50 x 28mm synergy¿ drug-eluting stent (des) was implanted in the lesion. However, after stent deployment, a dissection was noted. A 2.5 x 12mm synergy¿ des was deployed to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.